Event description:
Procedure type: gastrectomy. According to the reporter: the hinge broke off the instrument so it would not retract the liver. The black piece of plastic that broke was retrieved from the patient's abdomen.

Manufacturer narrative:
(B)(4).